Manufacturer narrative:
H3 other text : customer didn't provided any further informatiom regards the event.

Event description:
It was reported to philips that the ECG curve of the defibrillator out a lot at the beginning of the examination, only shows a zero line. The device was in clinical use for patient at the time of the event, but there was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.